Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that there was blood in/on the helix mechanism. (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that there was blood in/on the helix mechanism.

Event description:
It was reported that during an implant attempt of the right atrial lead, the first lead had blood in the hub and "seemed to get stuck in places". Upon removal, the helix was noted to be slightly deployed. A new lead was attempted, the new lead was unable to obtain sensing and capture. No atrial lead was implanted. No patient complications have been reported as a result of this event.